Manufacturer narrative:
.

Event description:
Information was received from a health care provider via a manufacturer representative regarding a patient who was receiving 10 mg/ml dilaudid at 7.008 mg/day via a pump implanted for non-malignant pain and chronic low back pain. It was reported that on (B)(6) 2016 a 23 minute motor stall occurred. The patient had been in the hospital when the motor stall occurred. The patient did not recently have a MRI. No symptoms were associated to the motor stall.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the patient could have possibly had an MRI at a different hospital prior to being admitted to a different hospital causing the motor stall. The nurse at clinic indicated there had been an MRI. The patient had an MRI at the hospital. Per the healthcare provider the cause of the motor stall was when the patient had an MRI at the hospital.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.